Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient presented to the emergency room due to syncope and pulseless ventricular tachycardia (vt) and ventricular fibrillation (vf). An external shock was delivered to the patient. Boston scientific technical services (ts) was contacted to confirm that the implantable cardioverter defibrillator (ICD) was working appropriately. Ts noted that multiple shocks were delivered. Ts discussed that the device is programmed to confirm the arrhythmia is sustained for fifteen seconds before delivering therapy. The device delivered anti-tachycardia pacing (atp) first and then another fifteen seconds of sustained arrhythmia was required per programming prior to delivering shock therapy. Ts discussed options for programming optimization. This device remains in service. No additional adverse patient effects were reported.